Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it is an unknown date or site of the original implantation of components. Product codes & lot #s listed below are what was reported from the surgical field. The patient was having increasing pain and instability. The surgeon received a compassionate exception to use a femoral head from merete since depuy does not make ts ceramic heads for srom. Srom stem and sleeve remain insitu (no product codes or lot #s available). Same w pinnacle cup. Head and liner exchange performed. Doi: unknown. Dor: (B)(6) 2020. Right hip.